Manufacturer narrative:
The device used during the reported event was requested for evaluation however to date it was not received. The lot/device manufacturing records were reviewed and no anomalies or deviation were found. The pack met specification at the time of release.

Event description:
A report received from a user facility in united kingdom stated that during a vitrectomy procedure the cutter stopped cutting but the aspiration was still working. Once the cut rate was reduced to 3000 cpm, the cutter started cutting again. There was no report of injury or consequences to the patient.